Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2024. It was noted that an unspecified inaccurate reading occurred the evening before the event. The wearable was calibrated and the pateint went to sleep. Before going to bed the cgm was displaying "high" and the bg was 7.5 mmol/l. During the night of the event the cgm was reading high, and the insulin pump administered insulin, which caused a hypoglycemic event. The patient´s wife woke up from cgm alerts, the cgm reading would was high at that point, noticed the patient was unconscious, and called an ambulance. When a fingerstick was taken the blood glucose reading was 1.1 mmol/l, but no cgm was reported from that moment. The patient was treated with a glucagon injection by the paramedics. When the patient had recovered the paramedics left and no further treatment was reported to have been necessary. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid prior to the patient going to bed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during the time of the event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.